Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Returned instrument exhibits signs of use (nicked or gouged) and is fractured on medial side of post. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A fractured instrument was received via the worn instrument return program. Attempts to obtain additional information have been made; however, no more is available.